Event description:
This event was reported as critical mitral valve stenosis. Severe pulmonary hypertension with the native mitral valve having extensive calcification and fused commissures. No further info was provided.